Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the needle detached outside the pt when the physician was loading it into the capio device. The physician used another uphold vaginal support system to complete the procedure, without complications to the pt, who is reportedly "good" post-procedure.

Manufacturer narrative:
The pt's age is reportedly "60+". The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).